Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope has a scorched distal end. There were no reports of patient involvement as this was found during reprocessing.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer complaint was not confirmed. A dent was found on the distal end however there was no scorch. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Update d8.

Event description:
No additional information received from customer.